Event description:
The 840 vntilator stopped cycling while in use on a patient. The patient was not harmed or injured as a result of the event. The nellcor puritan bennett customer support engineer (cse) verified the malfunction. The cse inpsected the device and replaced the proportional solenoid valve. The unit passed extended self testing.